Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tenaculum forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument broke in the middle of the operation, as a wire at the end of the forceps was stripped. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the distal end. Additionally, the flush tube guide was dislodged inside the housing.

Event description:
Refer to h11 for follow-up information.